Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the device was fired and the blade advanced, but would not return. The manual over ride was used to return the blade and open the jaws. A second like device was used to complete the procedure with no patient consequences.